Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown series 2 liner 56mm. Other product listed in this report: cat. No.: unk, lot code: unk, unknown stem. Cat. No.: unk, lot code: unk, unknown 26 mm metal head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient was revised on a right hip due to pain.